Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, the patient reported that he administered a bolus via his infusion device and the history in the infusion device correctly showed the bolus delivery. However, it also showed multiple insulin deliveries that he had not programmed and he is sure were not administered. The infusion device was in use during the time the history claims the insulin was delivered. The patient's blood glucose monitor's history also has multiple insulin deliveries that he had not programmed and he is sure were not administered. It was recommended that the patient go on alternative insulin therapy until the issue can be investigated. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.